Event description:
The customer reported that during a hernia repair procedure the active waveguide came into contact with a metal grasper in use. Red lights were then observed on the system so the battery and generator were replaced but the surgeon continued to use the same dissector. When the device was re-inserted into the trocar, a piece of the active blade disengaged into the patient cavity. The piece was retrieved. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.